Manufacturer narrative:
Sample was collected in a plastic bd plasma tube with gel and centrifuged for 10 minutes. The specimen was sampled from an insert cup placed in the primary tube. Qc resulted within specifications prior to the event. A system check performed on 01/18/2009 resulted within specifications. A field service engineer (fse) was on-site 01/26/2009: fse replaced the peri-pump tubing and aspiration probes. Fse cleaned the main pipettor and wash tower. Fse performed all alignments and ran qc with results meeting specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system. Customer tested a patient sample for accutni and obtained a result of 0.97 ng/ml. The erroneous result was not reported outside of the laboratory. The sample was re-spun and then re-tested upon which it gave results of 0.34, 0.19 and 0.08 ng/ml. There was no effect to patient or user with regards to this event.